Manufacturer narrative:
The insulin pump passed the functional test including prime, compromised force sensor system displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. However, noisy motor sounds occurred during testing as a result of a faulty motor. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was making a grinding noise during the rewind process. Troubleshooting was performed and grinding noise from motor was confirmed. Customer was advised that the device would be replaced. Customer agreed to return the product for further analysis.